Event description:
It was reported the device detected ventricular fibrillation (vf) and a shock was delivered. It was also reported the parameters that were in place classified the rhythm as supra ventricular tachycardia and therapy was withheld for thirty minutes until the rate accelerated into the vf zone. A request for additional information was made, but was not received. The device remains in use and no further patient complications have been reported as a result of this event.